Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 16-feb-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml at 5.8 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient underwent a routine pump replacement procedure. It was reported that the surgeon was unable to aspirate the catheter prior to replacing the pump. Since the patient had already received anesthesia, they were unable to consent for a catheter replacement, so they replaced the original catheter connector with a new connector, but this made no difference. The surgeon was still unable to aspirate. There were no environmental, external, or patient factors noted that may have led or contributed to the issue. Since the patient had reported good pain control, the surgeon thought it best to replace the pump, so a pre-implant back table prime was successfully performed on the new pump and it was implanted. The patient was noted to be ¿alive and well at this time¿. The surgeon stated that he would report his findings to the patient¿s pump managing physician, but he (the surgeon) did not see the need for a catheter replacement at this time. The issue was resolved at the time of the report and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.